Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. The sequence related to the instrument's lot was not provided by the site and is unknown at this time. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure it was alleged that one of the blades of the tip broke off and fell into the patient's abdomen and was retrieved. It was further alleged that the patient developed profuse bleeding. The surgeon reportedly converted the da vinci-assisted surgical procedure to an open surgery in order to control the bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
On 04/13/2017, intuitive surgical, inc. (Isi) received FDA voluntary report (B)(4) with the following event description: during a robotic duodenal switch procedure, the tip of the davinci harmonic ace curved shears broke off and fell in abdominal cavity. During a robotic procedure, as the surgeon was working with the davinci xi harmonic ace curved shears, one of the blades of the tip broke off and fell into patient's abdomen. This was retrieved by the surgeon and instrument was removed from use and sterile field. The patient sustained no injuries. Upon further review it was noted that the patient did develop complications as a result of the failed instrument. Per the surgeon, in the area of the short gastric artery where tip of instrument broke, the patient developed profuse bleeding due to insufficient homeostasis. This was noted towards the end of the procedure. This necessitated the surgeon to open patient's abdomen in order to control the bleeding. On 04/27/2017, isi obtained the operative report from the site's risk management department. Per the operative report, the patient underwent a robotic-assisted traditional duodenal switch and exploratory laparotomy and control of short gastric vessels bleed. There is no documentation within the operative report that the blade of a harmonic ace curved shears instrument fell inside the patient. However, the surgeon noted within the operative report that the harmonic ace curved shears instrument was not cauterizing enough. No further information regarding the instrument was documented within the operative report. According to the operative report, after the anastomosis was completed and the mesentery was closed, the surgical staff observed bleeding around the left upper quadrant. At that point the surgeon undocked the robot and tried to control the bleeding laparoscopically. However, due to the amount of bleeding, the surgeon could not identify the source of the bleeding. The surgeon decided to convert the procedure to an open traditional procedure. The source of the bleeding was identified as the short gastric vessel which was pumping. The bleeding was controlled by cauterizing the short gastric vessel. Then the abdominal cavity was inspected thoroughly and irrigated several times. The estimated blood loss reported was about 2000 cc., the patient was given replacement products consisting of 2800 cc of saline and 50 cc of 25% albumin. Since the patient's hemoglobin was 10 and the hematocrit was 30, no blood transfusion was administered. The site confirmed there were no post-operative complications reported. The site also confirmed that the instrument will not be returned to isi for failure analysis.